Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
A 3.0x18mm xience prime stent delivery system (sds) was advancing over an unspecified guide wire; however, resistance was felt and it became stuck. An attempt to remove the sds was made in order to moisten the guide wire, but again resistance was felt and it became stuck. The sds was re-flushed and a second attempt to advance it over the unspecified guide wire was made, but it did not advance. An unspecified sds was used to complete the procedure. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: the device was returned for analysis. The return device analysis identified that the inner member was separated 7.5mm distal to the guide wire exit notch. The outer member was still intact. The shaft was stretched distal to the inner member separation for approximately 6cm. The reported difficulty to position and difficulty to remove could not be determined due to the condition the device was returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely the device interacted with the guidewire during advancement and removal causing the reported difficulty to position and difficulty to remove. Additionally, the noted damage is likely due to handling and manipulation of the device during the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design or labeling.